Event description:
A pharmacist contacted customer service. The pharmacist stated a customer had a contour meter and the units of measure were mg/dl instead of mmol/l. The meter in question had not been configured correctly. The meter is to be returned. The customer was given a replacement meter.